Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the review of the patient application logs, it was determined that there were several connection timeout errors. The timeout errors appear to be due the phone being unable to securely connect. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.